Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated pre-op check for atrial lead revision, the rv lead exhibited low sensing and high capture threshold. Lead dislodgement was discovered. Helix extension issue was also noted. The rv lead was extracted and replaced. The patient tolerated the procedure well and will be followed up normally.

Manufacturer narrative:
Analysis found normal device characteristics, no anomaly detected.